Manufacturer narrative:
Upon evaluation it was confirmed that the latch was damaged due to debris and the latch was not opening. Which can lead to loss of function and does not suggest that a recurrence of this event would result in a serious injury. In the past, this type of malfunction for this product has not caused or contributed to a death or serious injury. This report was filed in error. Battery housing was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported during inspection that the aseptic housing was difficult to close which could lead the housing to open up and expose the non sterile battery to the sterile surgical field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection that the aseptic housing was difficult to close which could lead the housing to open up and expose the non sterile battery to the sterile surgical field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.